Event description:
Patient was placed in a miami jto neck collar due to traumatic injury. The patient developed ulcers along the jaw line within 24 hours of wearing the collar. The initial ulcer reported was off loaded by the hospital by adding/changing the padding configuration.

Event description:
Patient was placed in a miami jto neck collar due to traumatic injury. The patient developed ulcers along the jaw line within 24 hours of wearing the collar. The initial ulcer reported was offloaded by the hospital by adding/changing the padding configuration.